Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness and/or headache, throat infections, headaches, chronic cough, rib pain. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong adverse event/product problem, outcomes attributed to ae, health impact grid and type of reported complaint as serious injury. In this report, the adverse event/product problem, health impact grid and type of reported complain has been updated correctly as product problem. Section adverse event/product problem, health impact grid and type of reported complain in box b and h has been updated/corrected.

Manufacturer narrative:
Additional information was received on 11/26/2020, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging respiratory tract irritation, dizziness and/or headache, throat infections, headaches, chronic cough, rib pain. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation. In box e: initial reporter details were incorrectly captured in previous report, and it was corrected in this report. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated.